Manufacturer narrative:
Concomitant product(s): dtba1d1 crt-d, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high left ventricular (lv) lead thresholds contributed to premature depletion of the cardiac resynchronization therapy defibrillator (crt-d) battery. The lead was capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.